Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was initially described as the patient had ¿improper operation¿. Peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the peritoneal dialysis catheter was removed and dianeal therapy was discontinued. On an unreported date, the patient was transferred to hemodialysis therapy. Hospitalization was ongoing. The patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.